Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited high out of range pace impedances on the right atrial (ra) lead. The impedances were greater than 2000 ohms. In addition, there was loss of capture on the ra, but no asystole was observed. The ICD and ra lead were explanted and replaced. The cause of the observations was not determined. No additional adverse patient effects were reported.